Manufacturer narrative:
No patient information. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the primary console displayed a "system fault" error message. The error message appeared after having been connected to motor and flow probe during a demonstration. No patient was involved. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.